Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The contact person of peritoneal dialysis (pd) patient called technical support regarding and error message while performing the pd treatment. Technical support advised the patient's contact to reset up with all new supplies. The patient's contact helped the patient stop the treatment. While removing the cassette, the patient's contact observed some condensation inside the cycle cassette compartment but no damage to the cassette. Technical support advised to stop using the cycler and follow up with the pd nurse regarding this incident. The patient's contact indicated that the patient would be using continuous ambulatory peritoneal dialysis (capd) to complete treatment. Upon follow up with the patient it was determined that the patient had not experienced any adverse events as a result of this incident. The pd nurse was notified but no antibiotics were prescribed as prophylactic and no effluent culture test was performed. The cassette/tubing set in question was discarded.